Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager will unlock and failed. The customer reported that this malfunction made the user unable to pull medication and caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es smart remote manager will unlock and failed. The customer reported that this malfunction made the user unable to pull medication and caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
The following field had been updated with additional information: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-aug-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that smart remote manager had unlocked and failed. A field service engineer replaced the latch to resolve the issue. The system functioned as intended after the field service engineer repaired the device.